Manufacturer narrative:
Continuation of d10: product ID: 8780, serial #: (B)(6), implanted: (B)(6) 2022, product type: catheter. Product ID: 8780, serial #: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-aug-2024, UDI #: (B)(4). Product ID: 8780, serial/lot #: (B)(6), ubd: 18-mar-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 0.5mg/ml at 0.06mg/day via an implantable pump. It was reported the patient had a pump that had flipped over multiple times and the physician suspected it had kinked the catheter. The physician attempted to aspirate the catheter in clinic and was not able to. The physician scheduled the patient for a pocket revision in order to move the pump closer to ribs to keep it from flipping. During the procedure, the physician realized the catheter had been kinked so many times it was no longer working so he disconnected the old pump segment and used a new pump segment. When he attempted to aspirate, he could not obtain fluid. Even attempted to push saline through the catheter and a deformity occurred at the pump, segment looking almost like a small water balloon. So, the physician disconnected that segment and attached a new segment, and everything was working properly. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter. Analysis identified a kink in the catheter body. Additionally, the other returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a break in the catheter body. Analysis identified a hole in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Codes have been corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.